Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed lead noise on the right atrial lead and right ventricular lead. Noise on the ventricular lead was inhibiting pacing, which reprogramming could not resolve. Fluoroscopy revealed that both leads had experienced subclavian crush inside the patient. The leads were capped and replaced on (B)(6) 2018. The patient was stable post-procedure.